Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint was replicated/confirmed and the instrument was found to have a broken tube extension at the proximal end. The broken pieces, measuring roughly 0.211 x 0.555 in size, were not returned. This failure is typically attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the the monopolar curved scissors (mcs) broke off during dissection, and fell inside the patient's anatomy. It was confirmed through follow up with the customer that all fragments were retrieved during the same procedure, which was completed robotically, and the patient did not experience any complications.